Event description:
The nurse contacted baxter's technical service center regarding a system error (se) 2267 (air and fluid in set), which occurred on the homechoice during use during fill 4 of 5. The patient was connected. The baxter technical service representative (tsr) assisted the nurse with clearing the alarm and ending therapy. The nurse reported that the patient would not continue therapy that night. The tsr reviewed proper procedures per the user manual with the nurse and informed the nurse they should contact the peritoneal dialysis nurse about the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Due diligence completed. A sample was not available and the lot number was unknown, therefore, no evaluation or batch review could be performed. This report for a system error 2267 (air and fluid in set) was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. Should additional information become available, a follow-up report will be filed.